Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as approriate. H10 additional narrative: investigation summary : the complaint device was received at the service center and evaluated. It was reported that image was black. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the device having poor image quality. The complete device was replaced to resolve the issues as system was deemed not repairable. With the available information, we cannot determine the root cause of the identified failures. A manufacturing record evaluation was performed for the finished device [(B)(6)] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown procedure on an unknown date, it was observed that the image displayed on the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) device was black. There was no surgical delay or adverse patient consequences reported. No additional information was provided.